Event description:
It was reported that the customer noticed a temp wire that was extremely frayed and it was in a patient. The wire was frayed on the customer side, the customer does not know what kit this came from, if it was d97130f5 or d97120f5. There was no allegation of patient injury. Photo of device is available. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The complaint affected unit was not returned for evaluation; therefore a product non-conformance or device failure could not be confirmed. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. The lot number was not provided thus a device history record was not reviewed. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The customer report of catheter body broken/frayed was able to be confirmed with objective evidence from the provided image evaluation. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the units go through an electrical continuity inspection and tip visual inspection. The IFU includes the following precautions on the integrity of the catheter and the electrical continuity as follows: "warning: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath," "precaution: avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry," and "precaution: since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter."